Manufacturer narrative:
(B)(4). Pictures of the sample were received for analysis. Upon visual inspection of the picture, it appears that a stopcock is inside the sleeve, therefore blocking the access through it. The analysis results found that the b12lt device was returned with no damage in the external components. Upon evaluation of the device, a stopcock was found inside the sleeve, blocking the insertion of the obturator through the sleeve. The most likely cause is related to the manufacturing process. We have documented the circumstances as they were reported to us. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, rubber ring found inside sleeve, preventing smooth passage of instruments. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.